Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after receiving the pump, the customer connected the pump to a power source however, the pump remained off. There was no patient involvement, as the pump was not being used on the patient at the time of the event. Reportedly the customer has a backup pump as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issues were identified.